Event description:
The user reported high leakage. No patient involvement was reported.

Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.